Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. Visual inspection upon receipt found that the shaft had been deformed on approximately 50mm from the distal end of the device with the exposure of the core wire at the distal extremity. Inspections under magnification and electron microscope revealed the evidence of some abrasions on the deformed segment. This implies that the actual device was exposed to some external force, including abrading force. The distal extremity was inspected under magnification and electron microscope and revealed that the core wire and gold coil were exposed with the urethane outer layer having been fractured and missing approximately 1mm in length. The gold coil had been elongated, which made it difficult to determine if there was some missing portion. The fracture end of the urethane outer layer had the configuration which implied that the urethane outer layer had been ripped off. Electron microscopic inspection of the distal extremity of the core wire found that the surface of the cut cross-section had the evidence that the core wire had been cut and processed with the dedicated machine on the production floor. This demonstrates that the actual device is missing the urethane outer layer and the gold coil with no fractured or missing portion of the core wire. The bending strength was determined on the undamaged segment and confirmed to meet the specifications. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications. Reproductive testing was performed. A guide wire sample was pulled out of the holder with the application of bending force and abrading force on the distal segment accompanied. This resulted in the generation of deformation on the distal segment. A guide wire sample was pulled out of the holder with the distal segment twisted around the finger. No deformation occurred on the distal segment. A guide wire sample was pulled out of the holder with the wire clip still attached to the holder by pinching the distal segment of the guide wire with the fingers and pulling the guide with excessive force. As the result, the urethane outer layer was ripped off and the distal segment was deformed. The damage similar to that was observed on the actual device was duplicated. A review of the manufacturing record and the shipping inspection record of the involved product/lot# combinations confirmed that there were no indications of production-related anomalies or any discrepancies in the inspection results. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation result, it is likely that the distal segment of the actual device was subjected to pulling force and abrading force which exceeded the strength limit of this product, resulting in the damage observed on the actual device. The exact cause of the reported event cannot be definitively determined based on the available information. IFU states: remove the wire clip from the holder. Holding the guidewire, push the guide wire in the direction of the inserter to take out the guidewire from the holder. Do not pull the guidewire toward where the wire clip was attached. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the user found during an ercp procedure, before use on the patient, the user immediately noticed that the distal segment of the actual sample had been deformed. The procedure outcome and patient impact was reported to be unknown.